Manufacturer narrative:
A1:ml04oct1989. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens of different model and power.

Manufacturer narrative:
H6- device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a haptic and the optic torn. Overall length and functional verification found the lens to be within specifications. H6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).